Manufacturer narrative:
Suspect medical device, device manufacture. Date reservoir: (B)(4). Batch/lot # 1000016745; mfg date: 12/06/2017; exp date: 12/06/2019.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed and replaced on (B)(6) 2018. The ams 700 device was working properly but the cylinders had moved from the corporal bodies to the scrotum. The patient was experiencing discomfort. He had started smoking again and the md did not do the remove/replace until he stopped smoking. No further patient complications were reported in relation with this event.